Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button error alarm and intermittent button response due to corroded keypad trace. Minor scratched lcd window, cracked display window corners and battery tube threads, broken belt clip slot, cracked reservoir tube and lip.

Event description:
The customer reported a button error alarm. The blood glucose reading was 175 mg/dl. Prior to the event, the insulin pump was exposed to rain water. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.